Event description:
Medtronic received information that 6 years and 9 months following the implant of this transcatheter bioprosthetic valve, heart failure occurred due to severe central aortic regurgitation and severe paravalvular leak (pvl). Subsequently, a new medtronic transcatheter valve was implanted valve-in-valve. It was noted that the existing valve was 12-13 millimeter's (mm) deep into the ventricle, and that it was challenging to get the nosecone of the delivery catheter system (dcs) to cross the existing valve; therefore, the implanting team had to snare the dcs to pull it across the valve. The valve was successfully implanted 4-5 mm below the native annulus. No central aortic regurgitation was observed, and only trace pvl remained. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329; product type: 0195-heart valves; product ID l-evolutfx-2329; product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.